Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4472, lead, implanted: (B)(6) 2006; 1258t, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during an episode of ventricular tachycardia (vt), the device proceeded to provide all available therapies for that episode, yet the patient remained in vt. The device alert sounded to indicate all therapies had been exhausted. The device was then reprogrammed to force the recorded episode to end, and the device was subsequently able to deliver therapies to bring the patient out of vt. The device remains in use. No patient complications have been reported as a result of this event.